Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "during surgery, a cable could not pass through the tensioner. After the surgery, the problem was solved."

Manufacturer narrative:
An event regarding non functional device involving a d/m one-sided cable tensioner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported, "during surgery, a cable could not pass through the tensioner. After the surgery, the problem was solved."